Event description:
In 2009 - customer reported false positive and false negative results on hcg pregnancy tests when comparing 2 tests of the same lot with vidas system. No additional details available.

Manufacturer narrative:
Testing performed using the following controls: control lot: 3miu/ml hcg urine control, lot: hcg081106-01. 25miu/ml hcg urine control, lot: hcg090107-03. 300miu/ml lh urine control, lot: lh081120-02. Clinical negative urine specimens from 5 different volunteers. 3miu/ml hcg serum control, lot: hcg080806-02. 25miu/ml hcg serum control, lot: hcg080617-03. 300miu/ml lh serum control, lot: lh090114-01. 1000miu/ml fsh serum control, lot: fsh080421-01. 1000uiu/ml tsh serum control, lot: tsh081121-01. Negative serum - 1, lot: hcg081223-01. Negative serum - 2, lot: hcg081223-02. Negative serum -3, lot: hcg081223-03. Negative serum -4, lot: hcg081223-04. Negative serum -5, lot: hcg081223-05. 100miu/ml hcg serum control, lot: hcg080703-01. 100miu/ml hcg urine control, lot: hcg081008-01. 279.2iu/ml hcg urine control, lot: hcg081229-01. Summary of results: the retention devices meet qc spec. Correct positive results were observed at 3 minutes reading time when tested with 25miu/ml hcg urine control. Correct positive results were observed at 5 minutes reading time when tested with 25miu/ml hcg serum control. The low hcg level sample (3miu/ml hcg urine and serum) was tested and correct negative result was observed. No cross-reaction was found when tested with 300miu/ml lh urine & serum control, 1000miu/ml fsh serum control and 1000uiu/ml tsh serum control. Clear positive results were observed with 100miu/ml hcg urine & serum control and 279.2iu/ml hcg urine control. The negative urine and serum samples yielded correct negative results with retention devices also. Conclusion: the retention devices meet qc spec. No false positive or false negative result was observed - this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required, as no product deficiency was established.